Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm and multiple cartridge alarms (cartridge alarm 30) occurred. Customer's blood glucose was approximately 140 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.